Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 7278 implantable pulse generator (ipg), implanted: (B)(6) 2005, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed decreasing r waves "over time." The physician chose to replace the rv lead. No patient complications have been reported as a result of this event.